Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's wife reported during treatment the patient encountered multiple alarms. As a result of the alarms the patient discontinued treatment. While removing the tubing set from the cycler fluid was noticed in the "pump door". The exact source of the leak was unknown. The patient felt fine and his effluent remained clear. No prophylactic antibiotics were used.